Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the system error was a failed processor pca board, likely attributed to failed component(s). Upon visual inspection, unrelated to the reported complaint, noted a crack across the screw well area of the front enclosure handle. The root cause of the observed physical damage is likely attributed to user mishandling, such as a drop. The front enclosure will be replaced to address the observed physical damage. The archive data indicated system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message, confirming the reported complaint. The processor pca assembly was replaced to address the reported complaint. After part replacement, the autopulse platform passed the run-in test using a large resuscitation test fixture (lrtf) without error or fault. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message upon powering on during a cardiac arrest call. The crew reverted to manual CPR, and another resuscitation device was used for the rest of the call. No consequences or impacts on the patient.

Manufacturer narrative:
**UDI related data quality updates only**